Event description:
Coiling treatment of an aneurysm. It was reported, the coil could not be detached. While pulling it back, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
Only the coil implant was returned for evaluation, and the evaluation could not determine the cause of the event.